Event description:
I had been testing with a pcr test each week through the last week of may with a negative test every time. I then switched to home antigen testing with the flowflex covid-19 antigen home test on june 3rd through july 6th. With the flowflex test, I tested one or twice a week in this time period. The test would result in a pink line for the "c" each time and a very light to faint line with the "t". I had no symptoms before I started using this test of during this time period. Today, I used the flowflex test and the clinitest rapid covid-19 antigen self-test today. I had the same result with a faint pink line for the "t" but the clinitest was clearly negative. I have had no symptoms of covid during this time period and do not have any now. I wear a mask at work and try to distance and only had a covid exposure 4 days ago which was in a very low risk setting. I am using nasacort and astelin nasal spray and wonder if it interfered with the flowflex test or if the test is not working correctly. Pink line for the c and faint pink line for the t. FDA safety report ID# (B)(4).